Event description:
It was reported that the patient had sustained perforation of the cardiac tissue by the novel right ventricular lead during system implant. The right ventricular lead was explanted and replaced. The patient was stable.